Manufacturer narrative:
No product was returned; therefore, an eval could not be performed. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments or surgical intervention.

Event description:
It was reported that a 6f angio-seal was selected for use. The physician advanced the compaction tube prior to pulling back on the device completely. Hemostasis was not achieved and manual pressure was applied. The pt went to recovery where distal pulses were lost and the leg/foot turned cold. The physician brought the pt back and diagnosed complete occlusion in the common femoral artery. The physician performed balloon angioplasty and blood flow was restored. The pt has recovered. No additional info is available.